Event description:
Caller states that a patient reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 409 mg/dl and 118 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.